Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he noticed the damage on the insulin pump as he pulled it from his leg pouch and was about to take a shower. Customer's blood glucose was 127 mg/dl at the time of the incident. Customer stated that the bottom of the pump was coming apart. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.